Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As the lot # was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: product: carto® 3 system external reference patches us catalog # crefp6 lot # ll006038 product: coolflow® irrigation tubing set us catalog # cft001 lot # 434015 non bwi products: -sro 8.5f -brk-1 needle -artisan catheter -bard quad (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter, suffered hypotension and patient deceased. The procedure was an urgent high risk inpatient ventricular tachycardia ablation as a result of repeated cardioversion from ICD. The patient had a history of severe left ventricular systolic dysfunction with underlying heart failure. During the mapping and ablation phase of the procedure, the patient went into vt multiple times and overtime the patient¿s blood pressure was dropping. The procedure was abandoned. The patient¿s blood pressure did not recover and the patient subsequently died. The physician stated that the patient¿s death was not a result of the products used but due to the progressive decline in health as a result of the underlying disease. The physician assessed the event as not related to device or procedure. No device malfunction was reported.